Event description:
It was reported that there was an event of atrial lead dislodgment, confirmed via x-ray imaging. The atrial lead was repositioned and the procedure concluded successfully. The patient was stable.